Event description:
Additional information was provided by the reporter. After flap opening, the cornea-stroma showed a paracentral anomaly/dent. The outcome of event was reported as resolved without treatment. No visual symptoms were reported by the patient. At the time of the event no medications/therapies were in use. No unplanned medical intervention or unplanned surgical intervention was required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A doctor reported an incomplete flap in a patient's left eye after femtosecond laser treatment. During opening of the flap, a 1 x 2 mm patch was not separated. Patch was opened successfully by very carefully approaching from all sides. It is unknown if there was any patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Corrected information: follow-up #. This supplemental report should have been number 02, but was incorrectly submitted earlier as number 03, in error. Evaluation summary: no sample was expected to be returned to the investigation site for evaluation. The system history shows that the laser was verified successfully prior the date of treatment. Log file review shows the relevant treatment was completed successfully and without any deviation. The mandatory checks at the start of the laser at this day were passed. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The medical record could not be reviewed, because no patient file or photo or video was provided. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively, because no patient file or other relevant patient data is available for review. The manufacturer internal reference number is: (B)(4).